Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Dates estimated. Exemption number e2019001. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effects of worsening heart failure, worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, and due to the limited information available, a cause for the reported heart failure and mitral regurgitation cannot be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The patient effect of death reported is being filed under a separate MFR number.

Event description:
This is filed to report heart failure, recurrent mitral regurgitation (mr), surgical intervention, medical intervention and re-hospitalization. It was reported through a research article identifying a mitraclip device that may be related to the following: death, heart failure, recurrent mitral regurgitation (mr), surgical intervention, medical intervention and re-hospitalization. Details are listed in the attached article, titled: association of pulmonary hypertension with clinical outcomes of transcatheter mitral valve repair.